Event description:
The customer stated they dosed insulin based on results received from their blood glucose device. At 3am spouse attempted to wake pt, they were experiencing low blood symptoms. A blood glucose tested resulted in a reading of 90mg/dl. A retest was done because of the symptoms and the result was 65mg/dl. The customer was given a gloss of orange juice, and candy and a banana to eat. Paramedics were called 20 minutes later they received a result of 76mg/dl. The customer was given oral glucose. Controls in use were expired. A request was made for the return of the suspect device and areplacement product was sent.